Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation, and there have been no allegations against the performance of the device. Subsequently, this device was replaced with a competitive product. Available information suggests that this device will not be returned for analysis. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life (eol) with a monitoring voltage of 2.16 v, after approximately 67 months of implant. The device remained implanted seven months later, and entered storage mode. The clinic confirmed that the patient had been non-compliant with follow-up appointments, and last had the device checked approximately three years earlier.